Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain/severe pain"), genital haemorrhage ("bleeding/excessive bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. D08069-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back injury and nocturia. Nature of operation: supracervical abdominal hysterectomy, bilateral salpingectomy, abdominal sacrocolpopexy, anterior vaginal repair, posterior vaginal repair, and partial vaginal approach trachelectomy, and cystourethroscopy. Concurrent conditions included hepatomegaly, flank pain, hyperthyroidism, uterovaginal prolapse, cystocele, rectocele, cervicitis (cervix, portion of: focal mild chronic inflammation) and vaginitis (consistent with t he vaginal mucosa with focal mild chronic inflammation). Concomitant products included propranolol for hyperthyroidism. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), myalgia ("other (list): achy muscles"), infection ("infection"), alopecia ("hair loss"), fatigue ("fatigue"), hypoaesthesia ("numbness of my jaw and hands"), anaemia ("anemia"), back pain ("low back pain"), abdominal pain upper ("stomach pain") and headache ("headache"). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingectomy, abdominal sacral colpopexy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, myalgia, infection, alopecia, fatigue, hypoaesthesia, anaemia, back pain, abdominal pain upper and headache outcome was unknown. The reporter considered abdominal pain upper, alopecia, anaemia, autoimmune disorder, back pain, fatigue, genital haemorrhage, headache, hypoaesthesia, infection, myalgia and pelvic pain to be related to essure. The reporter commented: insertion detail: the device was in good position with 7 trailing coils on the left side and 2 trailing coils on the right side. Patient also underwent anterior vaginal repair, posterior vaginal repair, partial vaginal approach trachelectomy & y cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: there was mild hepatomegaly. There was mild stranding in the mesentery which may represent a mild mesenteritis possibly secondary to an infectious/inflammatory process. There is an 8.0 cm cystic structure posterior to the uterus which may be originating from the adnexa, possibly the left adnexa. A cystic ovarian neoplasm cannot be excluded. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet received. Events added: bleeding/excessive bleeding, autoimmune-like symptoms; other (list): achy muscles, hair loss, fatigue, numbness of my jaw and hands, headache, anemia, low back pain, stomach pain. Event medical device removal was updated to pain/severe pain/pelvic pain. Reporter information was added. F/up 1 and 2 processed together. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she underwent supracervical abdominal hysterectomy, bilateral salpingectomy, abdominal sacrocolpopexy") in a female patient who had essure (batch no. D08069) inserted. The patient's medical history included back injury and nocturia. Nature of operation: supracervical abdominal hysterectomy, bilateral salpingectomy, abdominal sacrocolpopexy, anterior vaginal repair, posterior vaginal repair, and partial vaginal approach trachelectomy, and cystourethroscopy. Concurrent conditions included hepatomegaly, flank pain, hyperthyroidism, uterovaginal prolapse, cystocele, rectocele, cervicitis (cervix, portion of: focal mild chronic inflammation.) And vaginitis (consistent with the vaginal mucosa with focal mild chronic inflammation). Concomitant products included propranolol for hyperthyroidism. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingectomy, abdominal sacrocolpopexy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: insertion detail: the device was in good position with 7 trailing coils on the left side and 2 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: there was mild hepatomegaly. There was mild stranding in the mesentery which may represent a mild mesenteritis possibly secondary to an infectious/inflammatory process. There is an 8.0 cm cystic structure posterior to the uterus which may be originating from the adnexa, possibly the left adnexa. A cystic ovarian neoplasm cannot be excluded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.